Event description:
The customer reported that after inserting batteries into their analyzer it "started to get very hot, smoking, and started to melt the plastic coating around the batteries". When asked, the customer reported there was no noticeable damage to the analyzer. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated during investigation of the returned analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc. Which is stated in the labeling of most battery manufacturers.